Event description:
This c2 was used up to (B)(6) and stored. When this c2 was used for (B)(6) of patients (battery-powered), tf385003, tf485001, tf446029, and tf444001 were occurred in about 10 minutes. According to the event log, at (B)(6), the battery charge was 46%. According to the event log, at (B)(6), the battery charge was 7%. Is it normal for the battery charge to drop this low in 10 days?

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be discharging battery which due to medical staff ignoring low battery alarm. The installed battery has been 5 years in use at that time of the incident (this indicates that the annual maintenance was not carried out properly). In consequence the battery was replaced. There was no patient or user harm.